Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One workmate claris amplifier was received for evaluation. The reported event was able to be duplicated by power sequencing and signal testing. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to the bio/switch card in slot 0. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, with the patient on the table, using cryoablation, it was noted that the workmate claris amplifier was not communicating with the dws. Troubleshooting included changing the fiber optic cable, but the issue persisted. The procedure was abandoned. There were no patient consequences.